Event description:
It was reported that this brady lead exhibited dislodgement, with the lead tip found in the left subclavian vein. The lead dislodgement was attributed to patient twiddling. This brady lead was surgically explanted and replaced. No additional adverse patient effects were reported.